Manufacturer narrative:
Concomitant medical products: 310f29 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that their previous device had an issue and was explanted and replaced. It was also reported that "one of the leads fell off" and the lead was replaced. No patient complications have been reported as a result of this event.